Event description:
Info received indicates the casters are not holding when the brake is engaged.

Manufacturer narrative:
The tech found the casters were worn. He replaced the four casters to repair the bed.